Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue. The device was found to have the screen frozen and no response with the touch screen. The fse performed a full power shutdown by removing the battery and ac power. After the full power shutdown was performed, the monitor booted up with full functionality including touch screen responsiveness. The device was operational after the reboot was completed and the device was returned back to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the device hangs and remains unresponsive even after restart. It is unknown if the device was in use at time of event, and there was no adverse event reported.